Event description:
This customer reported that while using the m3713a defib pads with an fr2 defibrillator, the pad's cable broke when the AED fell off the stretcher. The involved pt died, but according to the customer, the device was not a factor in the pt's outcome.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.